Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing with no pacing inhibition. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.